Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and clonidine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018, the patient reported that the refill date on his ptm (personal therapy manager) fluctuated when he gave himself a bolus. Right now, it said his refill date was (B)(6) 2018, but if he gave himself a bolus it would say(B)(6) 2018, or (B)(6) 2018, or (B)(6) 2018, and it would change every day a little bit. His hcp (healthcare professional) told him that he would need a refill on (B)(6) 2018, but he thought he might be able to stretch it longer. Per the patient, there started being a lot of medication left over after each refill beginning 3 months ago or somewhere around there. No further complications have been reported as a result of this event.